Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. As received, the monitor was found to have a damaged rear response button. The response button was missing its cover and metallic tactile dome. The response button was not functional and would not start the system. The root cause of the damaged response button cannot be positively identified but may have resulted from patient tampering. No adverse event resulted from the missing metallic tactile dome. The patient received a replacement monitor.

Event description:
A (B)(6) patient contacted zoll customer support to report that his response buttons would not allow the system to boot. The patient was issued a replacement monitor.